Manufacturer narrative:
Updated fields: d4 (lot#, UDI#), d9, g3, g6, h2, h3, h4, h6, h11. The codman electrosurgical unit (901001esuo) was returned for evaluation. The device history record (DHR) was reviewed and noted 901001esuo with lot 2019-30-002 gen1923017 conformed to the specifications when released to stock. Failure analysis - internal inspections of the codman electrosurgical unit did not confirm the reported issue. The reported problem could not be duplicated. Unrelated to the reported failure, evaluation found the main frame cracked around the edges and the neutral electrode connector pins were damaged. The ne connector and the main frame were replaced. Evaluation and function tests were performed, and the generator passed all tests. Root cause analysis - it was determined that the possible root cause for the issue reported by the customer could be device overheating.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that, during an active case, the staff reported smelling a "burning electrical" smell. Staff checked the patient to verify no injury had occurred. Once they confirmed no injury had occurred, the equipment/codman electrosurgical unit (901001esuo) that was in use was checked. No issue was found. Nothing was hot to the touch, or smoking. At that point, staff switched out the equipment for safety concerns. Once unit was moved out of the operating room (or), staff noted that the "burning electrical" smell had diminished significantly. It is unknown whether a surgical delay occurred as a result. The facility's biomedical engineer evaluated the unit and could not duplicate any of the reported issues. While performing an rf output test, the biomed noted that output values were out of acceptable range.